Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the stimulator stopped working and the patient couldn¿t get the stimulator to work. He was getting a doctor code, but could not remember what the code was. One week prior to the report the patient saw the ¿doctor code.¿ the patient had other things going on and forgot about it. It was not working. It was recommended that the patient replace the batteries in the patient programmer. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.